Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 21019633 was performed. The search showed that a total of 14,400 units in 1 lot number was built on 06jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that a sec set no ports w/hanger dehp free experienced component separation during use. The following was reported by the initial reporter: "IV tubing broke/came apart under the drip chamber".